Event description:
It was reported to philips that during an automatic test, the rfu was lit red and the equipment sound was on, and the startup screen went into service mode. There was no patient involvement.